Event description:
During an endoscopic saphenous vein harvesting procedure, the conical dissection tip detached from the uniport plus. The conical tip was retrieved using the blade of the 55 cm bisector. No pt complications were reported by the hospital.